Event description:
It was reported that a spectrum infusion pump had a "blocked machine." It is unclear what this reported symptom is referring to and attempts to obtain additional information are currently being made. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.